Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the cartridge load process. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller followed instructions to remove the cartridge and deliver a 9-unit bolus successfully. A new cartridge was then loaded with the assistance of technical support, allowing the customer to resume insulin therapy.